Event description:
My vick's vaporizer was turned off but plugged in, and somehow powered itself up and overode the dry-basin cutoff circuitry and started melting the unit and caught on fire. It was at night, and my twin girls and son were sleeping in the room, when my wife and I heard the smoke detector going upstairs. I ran up there to find the room completely filled with burnt-plastic smoke and flames coming out of the top of the vaporizer. I smothered the flames with a towel and took the unit outside, and as I was carrying it, the side opened up and molten plastic started oozing out. It was very hot. We had not used the vaporizer for about a week, but had been using it thoughout the winter. It was a shocking situation. No one was hurt, but we shudder to think of what might have happened had the smoke alarms not alerted us, or had we not been home. Our children could have died, or our house burned down. I have no explanation for why it happened, but I have pictures of the unit. Even if we had been using it, there should have been no way to make it do this, unless the safety circuitry failed somehow, but what is even stranger is that we had it turned off, and somehow it came on. Please advise us of the proper procedure so that others might be spared this danger. I tried to email vicks, but got not answer.